Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient visited after a pars plana vitrectomy (ppv) with silicone oil tamponade. Six days after the surgery, the patient experienced increasing redness and swelling in the operated eye. His visual acuity at the time of presentation was hand motion. On examination, moderate lid swelling, conjunctival chemosis, sealed sclerotomy incisions, and moderate corneal edema were observed. Slit-lamp examination revealed the presence of grade 4+ cells and hypopyon of 2 mm in the anterior chamber; a fibrin membrane could be seen over the intraocular lens; the red reflex was dim, and the fundus view was poor. A clinical diagnosis of acute postoperative endophthalmitis was established. The physician performed an anterior chamber washout, and fibrinous material was sent for culture and sensitivity testing. Silicone oil removal was performed, and a sample was also sent for culture. On complete removal of the silicone oil, which was notably turbid, it was observed that the surface of the retina was covered with inflammatory debris; the debris was washed out and a sample was sent for culture testing as well. The three samples sent for culture testing (aqueous, silicone oil, and vitreous washout) had positive growth of streptococcus pneumoniae. Because of poor intraoperative visualization, previous retinal breaks and laser scars could not be assessed. Fluid-air exchange was performed and antibiotics were injected intracamerally. The patient was prescribed topical fortified antibiotics, steroid eye drops and oral antibiotics. The patient reported improvement in pain and swelling. Furthermore, although his visual acuity did not improve from hand motion, his cornea cleared gradually and the anterior chamber reaction improved as well; this allowed for better fundus visualization, which showed a flat retina under the silicone oil. At his first follow-up visit, his visual acuity was light perception, the inflammation had significantly improved, and the corneal edema had resolved. Fundus examination revealed inferior retinal detachment. The option of surgery was discussed, but the patient was reluctant to proceed with any further intervention.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury since the suspect product silicon oil manufacturer information is unknown. No further reports will be reported under mfg. Report num. 1610287-2022-00070. The manufacturer internal reference number is: (B)(4).